Event description:
The customer reported that their device was showing all three icons (attention, service, and charge-pak), which indicates that the device does not have sufficient power to deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has been unsuccessful in reaching the customer to determine additional information regarding the status of the device. The device has not been returned to physio-control. The cause of the reported failure could not be determined.

Manufacturer narrative:
The customer has advised physio-control that they have removed the device from service due to the age and costs associated with repair. The device will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.